Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not available for evaluation. Additionally, the product specific identification numbers were not provided, precluding a review of the device history record. Aseptic loosening, the most common failure mode of knee implants, is considered to be the most likely underlying cause of the reported event.

Event description:
Revision of patella approximately 1 1/2 years post operatively due to patellar loosening. This event occurred outside of the us, in (B)(6).